Event description:
It was reported, the patient was experiencing a return of symptoms including having accidents at night and wetting the bed. The patient had previously turned stimulation up too high and "fried her nerve." The patient's health care provider informed the patient that stimulation shouldn't be so high. Stimulation was adjusted every wednesday. Stimulation would be turned down for a few hours and then back up again. Prior to implant, the patient was up 10 times a night and wet the bed every night. After implant, the patient was up 4 times a night, and the patient was still having accidents every night but sometimes on the way to the bathroom and sometimes she would sleep through it. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was unknown. The patient followed up in their office on (B)(6) 2012 and did not mention the event to them. It was noted that the patient was up at night ("awakened") due to other reasons not specified. Further follow up information received (from the patient) indicated that they had received assistance form the hcp on (B)(6) 2012 which resolved the issue. The patient also reported that they also still had concerns with their device therapy but was working with their hcp to resolve the issue. An appointment of (B)(6) 2012 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID, 3889-28 lot# v688811 serial#, implanted: 2011 (B)(6), explanted: product type lead; product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
Additional information indicated that the patient still had concerns with their device or therapy, but they were working with their physician to resolve the issue. The patient also stated that they had received assistance from their physician and their concerns were resolved. An appointment had been scheduled for (B)(6) 2012.